Event description:
Additional information received later indicated that there was no battery issue; the box stated comes with the batteries.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient recently had her wires placed and there was something wrong with the battery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.